Event description:
It was reported the bronchovideoscope was leaking a fluid resembling the pre-cleaning solution after it was hung up during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to stress related problems and leakage/seal problems of the device, however, a definitive root cause could not be established. It is likely the following led to the malfunction: mechanical stress likely resulted in the structural and sealing failures that allowed fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.